Event description:
A surgical technician reported that at the end of a procedure, there was a "ton" of air bubbles in the line. The case was not affected by the bubbles; the procedure was able to be completed without harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).